Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a leak was observed approximately one (1) year after the implantation of an elite valve model 8300ab. The patient presented with heart failure. As reported by the physician, the valve parameters in the postoperative period were excellent and normal in the follow-up visits. The patient was noted as to be hospitalized awaiting definition of medical conduct.

Manufacturer narrative:
Updated g3, h4, d4 (expiration date), h6 (type of investigation, investigation findings, investigation conclusions) . H10: additional narrative the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The device was not returned for evaluation as it remained implanted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Updated a1, a2, a3, b3, b5, b7, d4 (serial number), e1, g3, h6.

Event description:
Edwards received notification that a perivalvular leak (pvl) was observed approximately one (1) year after the implantation of an elite valve model 8300ab23. Indication for native valve replacement was aortic stenosis. Reportedly, there was no annular calcification and intuity elite implant protocol was followed for suturing and implantation. As reported by the physician, the valve parameters in the postoperative period were excellent and normal in the follow-up visits. The patient presented with heart failure. There was no plan to replace the device. Occlusion of the regurgitating orifice was performed by a percutaneous occlusion device for interventricular communication. This correction option was given due the patient's health condition. The surgeon had good experience implanting intuity valves. No actions were taken to decrease the likelihood of future events as the edwards protocol was followed.